Event description:
Consumer alleges the unit kept moving when she stopped using it and she allegedly hit her knee and it got impacted.

Manufacturer narrative:
Joystick contaminated.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges the unit kept moving when she stopped using it and she allegedly hit her knee and it got impacted.